Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced low glucose values. The patient's wife stated the patient's blood sugar dropped to 31mg/dl in the middle of the night and she had to give him a glucagon shot. The patient's wife indicated that the patient's transmitter was expiring and they could not afford a new one. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. .